Manufacturer narrative:
(B)(4) date sent: 12/8/2022 d4: batch # v96a0x this medwatch was submitted late as the prior medwatch, mwr-29082022-0001248187, was stuck in transmission and did not pass through the FDA gateway until 12/8/2022. The FDA gateway prevented submission of this report until the prior report passed. Please reference FDA ticket (B)(4) for additional details. Additional information was requested and the following was obtained: the procedure was sigmoidectomy. The device was used on the root of the ima. There was no bleeding, leakage or damage on the tissue due to the clip malformed. The patient is stable after the operation. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with a clip partially formed and with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 9 conforming clips were fed and formed; finally the device locked out as intended. However it is known from the history of the device that jaw damage and disengaged condition may lead to malformed clips. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/08/2022 batch # v96a0x this medwatch report was initially submitted on 9/22/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, clip came out diagonally. The clip scissoring occurred. The device was used on the root of the ima. There was no bleeding, leakage or damage on the tissue due to the clip malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable after the operation. No further information is available.